Manufacturer narrative:
The reported event of a deteriorated sheath tip was confirmed. The soft gray tip had been fractured into pieces and the tip marker exposed. In addition, inspection of the device identified degradation of shaft material. The damage is consistent with the product being stored outside of the shelf box and exposed to light. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The product instructions for use (IFU) warns that product should be stored in a cool, dark, dry place. The cause of the degradation is consistent with not following the instructions for use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure device degradation occurred. At the beginning of the case the introducer was degrading at the distal end. A new sheath was used for the procedure. There were no adverse patient consequences.